Manufacturer narrative:
Updated data: b5 - event description section d references the main component of the system. Other medical products in use during the event include: product ID: envpro-14; product type: 0195-heart valves; h6 - patient code as it applies to the system reported device additional codes - img component code as it applies to the system reported device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, resistance was noted when advancing the valve. Per the physician, the cause of death was probable access dissection. The access dissection may have occurred during manipulation of the system.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that  during the implant of this transcatheter bioprosthetic valve, unspecified resistance during the implant was reported and the valve was able to be implanted successfully. One day following the valve implant, the patient died. The cause of death was not reported.

Manufacturer narrative:
Corrected data: h6 - method code - b17 corrected to b20 as the valve remains implanted updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon review of the information provided, the primary event of right femoral access site dissection requiring surgical repair and resulting in death, is assessed as likely related to the evolut r delivery catheter system (dcs) and unlikely related to the evolut r valve. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the evolut r valve. The reported harms and severities are documented in the risk files and instructions for use (IFU). Intra procedural angiographic images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. There is evidence of two valves implanted in this patient. One of the valves dislodged aortic which was snared to the ascending aorta, and a second valve was deployed in the annulus. The images showed evidence of a significant perforation of the peripheral arteries. A balloon of unknown type and size was inflated in the abdominal aorta possibly in the attempt to control the bleeding. It is not clear how long the patient was bleeding before intervention was performed which may have contributed to the patient¿s death. It was reported that resistance was felt while advancing the delivery catheter system through the vasculature. Of note, medtronic recommends stopping advancing the delivery catheter system when resistance is met. In this case, it appears that continued efforts were made to advance the dcs despite the resistance encountered. Images were reviewed and confirmed the vascular injury. Based on the information provided, the dislodgement of the first valve was likely related to the valve as it was reported to have moved after release from the dcs. The death remains likely related to the vascular injury (dissection) that likely occurred due to interaction/resistance between the femoral artery and the dcs during advancement. The reported adverse events and severities are documented in the risk management files and IFU. No further safety assessment is required at this time. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between the device and the death could not be established. However, medtronic recommends stopping advancing the delivery catheter system when resistance is met. In this case, it appears that continued efforts were made to advance the delivery catheter system despite the resistance encountered. Thus, this is a use-related issue. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, a conclusive root cause could not be determined from the limited available information. Vascular access related complications, such as bleeding and patient death, are a known potential adverse patient effect per the evolut system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the dcs contributed to the injury. It was reported that resistance was felt while advancing the delivery catheter system through the vasculature. The enveo pro IFU states ¿do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture).¿ there was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying that "fd" was referring to the right femoral artery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5., h6., additional codes updated continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutr-26, serial#: (B)(6), ubd: 15-jul-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of this transcatheter bioprosthetic valve, initially a 23 millimeter (mm) valve was attempted. However, after discharge of the valve, it embolized aortic. The valve was snared to the ascending aorta. A second larger (26 mm) valve was then implanted in the annulus. The resistance was noted while advancing the second valve. Once the implanting team realized a dissection of the femoral artery had occurred, they inflated a balloon in the abdominal aorta until vascular was able to enter the operating room.

Manufacturer narrative:
Updated data: b5., h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that "fd" was the side used as the access site for the delivery catheter system (dcs) and was also reported to be the side that the injury was on. The minimum diameter of the access vessel was noted to be 5.8 x 6.6 "fd". The injury was noted to occur at the end of the valve implant procedure. The vascular was entered to close as treatment for the injury. Per the physician, the cause of the injury was "in passing the device". Per the physician, the dcs contributed to the injury. Per the physician, the valve could not be excluded as a contributing cause to the death. There was a little calcium noted in the pictures that may have contributed to the injury.